Event description:
Pt was seen eighteen days following an orthopedic procedure for a localized inflammation of the skin at the incision site of unknown etiology. The pt was returned to the o.r six days later (24 days post procedure) for excision and irrigation of suture line oral antibiotic spectracef was prescribed. No surgical pathology is reported. Pt is recovered fully.